Event description:
Information received from the patient reported that they were in a lot of pain (patient was crying) as the stimulation was apparently shifting. No further details, interventions, or an outcome were reported regarding this event. Additional information could not be obtained at the time of the report due to limited or lack of contact information. Should additional information be received a supplemental report will be filed. If additional information is received, a supplemental report will be submitted.